Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported discrepancies in insulin usage and system data within the omnipod device. Specifically, the patient indicated that the total units of insulin used versus the remaining insulin displayed were inconsistent. Additionally, the patient noted that automated insulin delivery events were not appearing as expected, and that the combined total of auto events and bolus deliveries did not reconcile with the overall insulin totals displayed on the controller or mobile application. No blood glucose values were reported.